Manufacturer narrative:
Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. The events of "infection", and "swollen" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: precautions for use: as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week.

Event description:
Healthcare professional (hcp) reported patient was injected with unspecified juvéderm® voluma¿ in the chin and jaw. Three months later, patient presented with "symptoms suggestive of infection at the left pre jowl sulcus". Hcp prescribed clarithromycin. Patient "started to improve and then [4 days later, patient] woke up with [their] face swollen like a watermelon on the left and the other side had started to go up too". Hcp administered 1500 units of hyalase, and "added in coamoxiclav (since it started on the jaw [hcp] was thinking it could be an anaerobic organism from the mouth and [hcp] didn¿t want to put [patient] on metronidazole because [patient] was already complaining about the side effects of clarithro)." Symptoms started to improve "within hours of the hyalase/coamoxiclav". Symptoms are ongoing.